Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the helix of the ralp was sprung after four fixation attempts due to moving during fixation. The ralp was not used and the physician elected to complete the procedure with a different ralp. The patient was stable following the procedure.